Event description:
It was reported that the prograsp forceps instrument would not manipulate. No further information was obtained.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system, the instrument passed recognition and encagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.